Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 130, 138, 151 and 164 mg/dl. The customer¿s expected am fasting blood glucose test result range is 80-100 mg/dl and expected 2 hour post meal expected blood glucose test result range is 120-140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 137 mg/dl using true metrix air meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 04/21/2024 and test strips were opened a week and half ago. The meter memory was reviewed for previous test result history: result 1: 130 mg/dl, date: (B)(6) 2023, time: 8:30 am, fasting; result 2: 138 mg/dl, date: (B)(6) 2023, time: 8:25 am, fasting; result 3: 138 mg/dl, date: (B)(6) 2023, time: 8:20 am, fasting; result 4: 151 mg/dl, date: (B)(6) 2023, time: 8:15 am, fasting; result 5: 164 mg/dl, date: (B)(6) 2023, time: 8:10 am, fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned- evaluation in process. Note: manufacturer contacted customer in a follow-up call on 29-mar-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 08-may-2023: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.